Manufacturer narrative:
The navio surgical system (be/fr/de), product npfs02020, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. A relationship between the reported event and the device could not be established as the product was not returned. Although the reported problem was not confirmed, a contributing factor may be a handpiece electrical component failure. Per complaint details from france, it was reported that during a navio bilateral uka procedure, they unplugged the camera to change the camera side but it stayed on searching mode. They forced shut down and when they turned it on, received error 41800000000. There was a surgical delay of less than 30 minutes and the case was completed with manual instrumentation. No patient injury or impact was reported and there were no additional interventions necessary due to the reported event. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. G1: address updated.

Event description:
It was reported that, during a navio bilateral uka, when finishing the first side, they unplugged the camera to change the camera side (they always do like that when processing a bilateral uka). But the camera stayed on searching mode. So, they forced shut down the machine and when they turned it on it took a long time for the camera and the pedal to be connected and an pfs error (errcord = 41800000000) appeared on the screen. The procedure was completed with a delay fewer than 30 minutes by using a manual instrument set, as the surgeon did not feel confident with the machine. No patient injury or other complications were reported.